Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited an intermittent unresponsive wake/sleep button that prevented the user from turning on the screen, leading the user to stop using the device. Symptoms included no clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included attempts to contact the user for troubleshooting and education. Investigation of this case revealed a suspected mechanical or electrical malfunction of the device¿s wake/sleep button consistent with a hardware interface failure; no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to complete troubleshooting and confirm the failure.